Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Symptoms reported include hyperglycemia, vomiting and loss of consciousness. The patient was treated with intravenous therapy. The pod was removed at the hospital after having been worn for between 36 and 48 hours. The cannula was found bent and the patient was unsure if the cannula was properly inserted in the infusion site. The patient was discharged after two and a half days.